Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that insulin would not exit the reservoir. The customer was advised to change the reservoir. The product was not replaced or returned for analysis.